Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator has not yet been returned to fisher & paykel healthcare for evaluation. We will submit a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported that a manometer of a rd900 neopuff infant resuscitator was not working. There was no patient involvement.

Event description:
A distributor in united arab emirates reported that a manometer of a rd900 neopuff infant resuscitator was not working. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for our evaluation. Our investigation is thus based on the information and photograph provided by the customer. Results: the customer reported that the manometer of a rd900 neopuff infant resuscitator was not working. Visual inspection of the provided photograph revealed that the manometer needle was stuck. Conclusion: being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.